Manufacturer narrative:
The investigation could not determine a specific root cause.

Event description:
The customer received a questionable albumin result for one patient sample. The initial result was 0.2 g/dl and was reported outside the laboratory. The doctor requested the sample to be repeated and on (B)(6) 2013, the result was 4.1 g/dl. The sample was repeated again and the result was 3.9 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The albumin reagent lot number was 68365501 with an expiration date of 08/31/2014. The field service representative checked the operation of the instrument and could not determine a cause. The customer ran precision testing, calibration and qc which all passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.